Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right atrial (ra) lead and right ventricular (rv) lead due to out of range pacing impedances. The ra lead exhibited low pacing impedances, measuring less than 200 ohms and the rv lead exhibited high pacing impedances, measuring greater than 2000 ohms. After the lss there was noise and oversensing on the ra and rv leads which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. In the unipolar configuration the rv lead impedances were stable around 400 ohms, and the thresholds measurements were good, however, in the bipolar configuration the thresholds were high and capture was unable to be obtained. It was suspected that the anode conductor on the rv lead was fractured. It was noted the ra lead also exhibited high thresholds and high out of range pacing impedances. Subsequently, a revision procedure was performed and the ra and rv leads were explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the terminal segment of the lead was received; severed 16.1 cm from the terminal pin. Visual inspection noted the insulation was melted in several places, which is consistent with electro-cautery damage that was induced during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported noise, oversensing, pacing inhibition, high pacing impedances, high thresholds, loss of capture, and fracture.

Event description:
This supplemental report is being filed as the device evaluation was completed.